Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/16/2013 and 7/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 101 mg/dl, 88 mg/dl and 153 mg/dl on the reported meter within 20 minutes. The patient's test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (05/20/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/29/2013 with the following finding: the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.